Event description:
During a follow-up, low r wave amplitude and high pacing threshold were observed. X-ray revealed lead dislodgement. The lead was explanted and not returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.